Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy and had to cath twice on (B)(6) 2017. The family member adjusted settings and had questions regarding how long it takes before noticed changes for each program. Consumer also increased the setting, but it was too high, so it was turned down. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). Caller said that hcp did mentioned they don't want the settings to be set too high as that will deplete the ins quicker. Therapy and programming information as well as programming guidance was reviewed. Caller is tracking adjustments and results and will continue to do so. Patient does not intend on following up with the hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.